Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. B5: additional information note is added in the event description. D4: lot, expiration, catalog, primary UDI number added d6a: implantation and explanation date added g1: manufacturing site added g4: PMA/ 510(k) added h4: manufactured date added h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history review (DHR): manufacturing location: monument manufacturing date: 11-jan-2023 expiration date: 01-dec-2032 part number: 04.037.014s, 10mm/125 deg ti cann tfna 235mm/right ¿ sterile lot number: 3814p76 (sterile) lot quantity: 10 this lot met all dimensional, visual, sterilization, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Corrected data: b3: event date updated d1: brand name updated h1: reportable event updated h6: health effect - impact code and clinical code updated device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A removal/ revision surgery was conducted with a surgical delay to the reported event at an unknown time. The surgery was completed with good patient status/outcome. The timing of the reported event happened during post-op.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown tfna nail/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the trochanteric fixation nail-advanced (tfna) is broken. No further information is provided. This report is for one (1) unknown tfna nail this is report 1 of 1 for (B)(4).